Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received the software error detected alarm. Customer's blood glucose level was 130 mg/dl. Customer stated that the clear alarm and finish complete prime process. Customer stated that they on second occurrence to performed the self test and the test was not ok. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Software error detected alarm found in the insulin pump history due to software error.